Event description:
It was reported that an unopened mini micro profile snare was returned to the boston scientific corporation complaint investigation site on (B)(6), 2012. Preliminary inspection of the device revealed that foreign matter could be seen through the sealed pouch.

Manufacturer narrative:
Visual evaluation of the unopened device confirmed the presence of a small metallic particle inside the sealed pouch; the complaint was confirmed. An investigation was initiated to further address this issue, which revealed that the particle was generated by a torque operation during the handle assembly and catheter connection process. Two corrections have been implemented to address this issue: the materials used to perform the torque operation in question will be changed, thereby preventing the generation of particles, and an improvement will be made to the alignment of the electronic torque screwdriver and the assembly fixture, thus preventing particle generation due to misplacement. Although the product left bsc control, the risk associated with this event has been determined to be minor. This failure mode did not compromise the form, fit or function of the unit and the device was never used. As it was confirmed that the foreign matter was generated during assembly of the device, the root cause of this event is considered a manufacturing issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an unopened mini micro profile snare was returned to the boston scientific corporation complaint investigation site on (B)(6), 2012. Preliminary inspection of the device revealed that foreign matter could be seen through the sealed pouch.